Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) due to a product performance issue and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) due to a product performance issue and infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported.